Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the reservoir had air bubbles. The blood glucose at the time of the incident was 120. The customer states they changed the reservoir, but the air bubbles are reoccurring. The customer states the pump was not rewound with the reservoir in place. She performed a five unit prime, but the air bubbles persisted. Then primed using the plunger, but insulin would not exit. The customer did state, she has a hard time seeing. She did note there were some kinks in the tubing. She was advised to change set and reservoir. The insulin looked cloudy as if air bubbles were about to form. The customer was advised proceed with a new set, reservoir, and a new vial of insulin. The device will not be returned for analysis.